Event description:
The manufacturer received information alleging a ventilator was delivering low pressure. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's in line filter and tubing needs to be replaced to address the issue.